Event description:
During ptca with stent procedure, the pixel coronary stent was inserted into the svg (to the om) per physician. The stent was removed undeployed. When the physician went to put the stent back into the patient, the stent was not on the balloon. It could not be found on the drape or back table.